Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post-procedure check of an unrelated lead revision procedure, a false elective replacement indicator (eri) alert was noted on the device. Technical support was contacted and it was determined that the cause of the event was due to the device being exposed to cauterization. No intervention has been conducted at this time but device reprogramming is expected at the next in-clinic follow up. The patient was stable with no consequences.